Event description:
In 2008, a clinical incident involving a super multivac 50 with integrated cable was reported to arthrocare corporation. During an arthroscopy procedure of the knee, the pt sustained a burn below portal placement during a bilateral knee arthroscopy. The burn was described as blistering following the surgery and required regular dressings. The pt's burn was reported to have healed but with some scarring and pain.

Manufacturer narrative:
The device was not returned for investigation. Awaiting further details regarding the use of the device during the procedure to complete the investigation.